Manufacturer narrative:
Device data was sent in for review. The rate cutoff (rco) was lowered to shorten the time to therapy. The patient's medications also planned to be optimized to reduce the vt episodes. The sensing vector was not changed, as there was only one vector that passed s-ICD screening. However, the gain was set to 2x to improve further detections. Additional information received indicated that a revision procedure was performed and the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received multiple inappropriate shocks. The patient also experienced syncope. A review of device data indicated there were a total of nine episodes, seven treated and two non-treated. The episodes indicated that the patient was in a slow ventricular tachycardia (vt), which was being double counted. Once the shock was delivered, the rhythm accelerated to ventricular fibrillation (vf). The time to therapy was greater than 40 seconds in one episode and greater than 60 seconds in the other episode, however both resulted in successful conversion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.